Manufacturer narrative:
A specific root cause could not be determined. Review of the available calibration and qc data found the results were within permissible range, however, imprecision was noted which could indicate instrument/maintenance issues. Additional information for further investigation was requested but was not provided.

Event description:
The customer reported that they received erroneous results for one patient sample tested for valproic acid (valp2). The initial result was 11.9 ug/ml. The customer noticed the result did not match a previous result of 35 ug/ml on (B)(6) 2014. A second run of the sample resulted as 0.6 ug/ml. A third run of the sample resulted as 1.9 ug/ml. A fourth run of the sample resulted as 3.5 ug/ml. The operator changed the reagent and additional runs were performed where the results were 3.2 ug/ml, 3.2 ug/ml, 0.5 ug/ml and 1.2 ug/ml. It is not known if any erroneous results were reported outside of the laboratory. The information was requested but not provided. There was no adverse event reported. The valp2 reagent lot number was 697339 with an expiration date of 06/29/2015.

Manufacturer narrative:
This event occurred in (B)(6).